Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The event log was downloaded and updated and the tube was repaired. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system dropped out during x-ray use due to an overheated area. No pt injury was reported.